Event description:
It was reported that guidewire fracture and removal difficulties occurred resulting to additional intervention. The diffused target lesion was located in the calcified superficial femoral artery (sfa). A 0.018 platinum plus guidewire was inserted through a non-boston scientific (bsc) microcatheter. The lesion was crossed with a knuckle wire technique. After crossing the lesion, the wire was then placed in the proximal anterior tibial and the non-bsc support catheter was advanced and placed in the popliteal artery and proceeded with intravascular lithotripsy (ivl). The platinum wire was exchanged for a 014 non-bsc wire. However, during retrieval of the guidewire, the tip broke. The 014 non-bsc wire was advanced and placed in the popliteal artery and proceeded with dilation using 5mmx150mm peripheral balloon between 12 and 14 atmospheres all the way from popliteal through proximal sfa. A 6mm peripheral lithotripsy balloon was advanced and pulses deployed all the way from proximal popliteal through proximal sfa and common femoral artery (cfa). At this point, they realized that the platinum plus wire had fractured in its mid segment and not at the tip, and the proximal end of the fractured segment extended into the sheath. The wire was retrieved by inflating a 4mmx30mm coronary balloon at the distal end of the sheath over the 014 non-bsc wire and trapping the broken wire within the sheath and withdrew the entire system out through the groin. The broken segment of wire was manually retrieved with the tip confirmed to be out. A 6 french glide sheath was advanced and placed in the left common femoral artery. This wire was then retrieved and the aortic bifurcation crossed over with an angled wire. The procedure was completed with no patient complications reported.